Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the top piece attachment fully came off of the videoscope. The malfunction was noticed during preparation for use. There were no reports of patient involvement].

Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, d10, e4, h4 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified as the findings did not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.